Manufacturer narrative:
Correct contact address: (B)(4).

Event description:
The customer reported the 2nd generation navigation ring is not working and parameters cannot be set. The customer reported patient involvement is unknown and no patient harm was reported.